Manufacturer narrative:
Pump was received with intermittent up and down button response due to corroded keypad traces. No button error alarm noted. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump was received with cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was not performed. The device was returned for analysis.